Manufacturer narrative:
E1: Patient City: (b)(6).Patient Country: Denmark.Name: Medtronic MinimedStreet: 18000 Devonshire StreetCity; NorthridgeState: CAZip Code: 91325Country: United States.Based on the available information, this event is deemed to be a serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number:Reporting Site: 8021545,Manufacturing Site: 3003442380.

Event description:
It was reported that patient experienced low blood glucose on (b)(6) 2026 and was corrected by food.